Manufacturer narrative:
The device was not returned to olympus for inspection, and the customers allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device met its standards at the time of shipment. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the lcd monitor turned black and the message ¿end exam: yes /no¿ appeared in the video system center. The event was found during a therapeutic colonoscopy procedure and there was a 5-10 minute delay. There were no reports of patient harm.